Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and microscopic examination of the balloon identified no damages to the balloon, blades. A visual and tactile examination of the hypotube identified no kinks or damages. A visual and microscopic examination of the distal extrusion identified a break in the inner/wire lumen. The break was located at proximal section of the tip end of the device. The extrusion was severely stretched, bunched and damaged. The product mandrel was trapped inside the stretched inner/wire lumen in the proximal section of the break. The inner/wire lumen break occurred at the tip section, but the proximal section of the inner break site was pulled proximally and positioned at the proximal balloon sleeve. As the inner/wire lumen was severely stretched down, it was noted that the proximal markerband was free moving on the damaged inner.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that the device was damaged upon unpacking. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. Upon preparation, it was noted that the device was already damaged upon unpacking as the guiding needle directly pulled out the inner skin of the balloon and was not used. The procedure was completed with another of the same device. No complications reported and patient was stable. However, analysis revealed a break in the inner lumen at the proximal section of the tip.